Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was that the caller wanted to know if their implant was dead or could be recharged. The caller reports that the device had been turned off for a procedure and they never turned it back on. The caller reports a horrific fall that knocked them out in july. The caller commented they weren't sure the device was even working. Asked caller if it ever worked for them. The caller reports they have memory problems and they don't know if it ever worked. Later in the call, the commented that it did work for a period of time. The caller also commented that since the fall in (B)(6), the they cannot lay on their side because the device hurts them and they think it moved around under the skin. The caller is not sure if the device would even work for them now. Helped caller connect to ins and turn it back on. Caller was able to feel the stim in buttock area. Caller commented that they are feeling it at a much lower level now. Walked caller thru adjusting stim and changing programs. Caller comm ented that they had a hard time holding the antenna in place. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from a healthcare professional (hcp). The hcp reported that to resolve the issue, the pt has an appointment with the hcp on (B)(6) 2022, and the manufacturer rep will be present. The issue has not yet been resolved.